Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle was locked; the bottom roll was damaged, the gear and spring pin were worn, and the ratchet failed. The bottom roll, gear, pin, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: france.

Event description:
It was reported that prior to surgery the handle is locked. There was no patient involvement. During product evaluation, it was found that the handle was unable to perform the up and down motion. Due diligence is complete and there is no additional information available.